Event description:
Consumer alleges he was riding in his chair when the joystick became wobbly and allegedly ran him off the sidewalk and allegedly ended up face down on the highway.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Manufacturer narrative:
The joystick was properly secured upon return. The 2 yr. Old device was test ridden without incident.

Event description:
Consumer alleges he was riding in his chair when the joystick became wobbly and allegedly ran him off the sidewalk and allegedly ended up face down on the highway.